Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to unknown reason. The stem was remove and revised to a (B)(4) stem. The liner was replaced.